Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were issues with the pump connection with the continuous glucose monitor (cgm). No additional patient or event information was available. A root cause could not be determined.